Event description:
The customer reported that the device did not discharge during a pt event. The involved pt died, but the customer has not alleged that the device behavior played an impact in the pt's outcome. The pt had been asystolic prior to resuscitation efforts and the event file shows that the device charged and the users delivered the shock.

Manufacturer narrative:
(B)(4): the customer reported that the device did not discharge during a pt event. The involved pt died, but the customer has not alleged that the device behavior played an impact in the pt's outcome. The pt had been asystolic prior to resuscitation efforts and the event file shows that the device charged and the users delivered the shock. The device was returned to philips for eval. The event file was reviewed and showed that for the only attempt to discharge energy, the shock was successfully delivered. The reported symptom could not be reproduced. After passing all testing the device was returned to the customer for use. There was no malfunction of the device. The device charged and then the users delivered the one shock. Note that the mrx IFU states that, "the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance."